Event description:
Complainant alleged that during in service training by the facility staff, the device displayed message code "pace defib flt" when the analyze button was actuated. The complainant indicated that there was no pt involvement in the reported malfunction.